Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. H6: proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided showing the fracture with a fixation plate and screws, however the images were not further reviewed by a health care professional as images were not dated therefore cannot form a correct timeline. A definitive root cause cannot be determined. Based on the provided medical images, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign ¿ australia the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four years post-implantation, the patient underwent a failed orif procedure and then a hip revision due to a fall and fracture. Attempts have been made and no further information has been provided.